Manufacturer narrative:
The returned pod was found to be heavily damaged post use. The pd was evaluated to the extent possible and no MFR'g defects or deficiencies were noted. The reporter hyperglycemia could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: time: 8:09 pm & bolus 1.0, 8:54 pm & bg mg/dl: 131. 7:38am bg mg/dl 199. 8:00am cho (g): 23 & bolus (u) 1.6. 12:32 pm: bg mg/dl: 343 & bolus (u): 2.0. The pos was deactivated and he noticed the cannula was bent.